Event description:
It was reported that an alarm was heard and telemetry confirmed a motor stall. A ¿stopped pump may exceed tube set¿ message occurred on (B)(6) 2014. The reporter stated that the patient hadn¿t had an MRI recently and that the patient was at home when the alarm began. The patient was reportedly in the emergency room at the time of the initial report. The patient was sent home with oral medication. The stall never recovered; the healthcare professional planned to replace the pump on an unknown date. No cause of event, symptom, or patient outcome was reported. The pump was delivering bupivacaine and morphine. Follow-up was conducted for additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).